Event description:
It was reported that the knee implants were explanted due to loosening.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional information becomes available it will be submitted on supplemental report.